Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices by depuy international was not able to conclusively confirm the reported event. No x-rays were provided to review the implant position. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the inability to determine root cause, the need for corrective action is not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient dislocated and had ongoing pain. Muscle necrosis was apparent at revision procedure along with 'pate' like substance. Patient may have metal sensitivity.